Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein using prostyle devices relative to a pulsed field ablation (pfa) procedure. The suture of a prostyle device was successfully pre-placed at the top 17f sheath access site. The pfa procedure was completed. The top 17f sheath access was successfully closed with the pre-placed prostyle suture. The 7f sheath was swapped for a prostyle device but not deployed. The 10f sheath was swapped for a prostyle device, the device was successfully deployed, and full closure was completed successfully. Then returned to the 7f access to deploy the prostyle device, but it would not advance or retract. It was stuck. The footplate was never opened. The prostyle device was removed against resistance by pulling harder. As the prostyle device remained at the 7f access site, undeployed, when the prostyle device at the 10f access site was deployed, the prostyle device at the 10f access punctured the sheath of the prostyle device at the 7f access site which made it unable to be advanced or removed. Resulting in a torn sheath when the prostyle device was removed against resistance. No vessel damage occurred and no device separation was noted. A new prostyle device was used to close the 7f access site successfully. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device/packaging was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the reported information: ¿as the prostyle device remained at the 7f access site, undeployed, when the prostyle device at the 10f access site was deployed, the prostyle device at the 10f access punctured the sheath of the prostyle device at the 7f access site which made it unable to be advanced or removed.¿, the cause of the reported issue is operational context of the 10f site closure device damaging the device in the 7f site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 & d10 is filed under separate medwatch report number.